Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient implanted with shank having transforaminal lumbar interbody fusion (tlif) therapy for lumbar radiculopathy and spondylolisthesis. It was reported that patient underwent an l5-s1 mis tlif with modulex cortical screws, and catalyft pl. Dr placed cortical trajectory screws using intraoperative imaging followed by s8 stealth navigation and then proceeded with a direct decompression of the nural elements followed by insertion of an interbody device at 5-1. Patient followed up on (B)(6) 2024 with complaints of back pain and a return of left leg pain. Normal bone density was reported. Upon imaging, it was revealed that bilateral s1 screw shanks were fractured. Patient did undergo a revision surgery which included an anterior approach, removal of the tlif cage and subsequent insertion of an alif cage and plate. The catalyft cage was disposed at the time of removal. The fractured screws remain in the patient and posterior screws may be removed at a future date. There were no further complications reported regarding the event.

Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that portions of the broken screws had been retrieved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.